Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had unexpected restart on insulin pump. The customer¿s blood glucose level was unknown. The customer stated that they had just replaced the battery pump said and unexpected restart. A cold reset was performed. The customer was assisted with troubleshoot was performed and got the alarm unexpected restart had recurred during normal pump use. The customer was advised to insert a new battery and pump alarmed unexpected restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed unexpected restart error test and displacement test. No unexpected restart error alarm anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.